Manufacturer narrative:
Qc was in range prior to the event. There weren't any relevant instrument alarms or sample quality alarms on the day of the event the investigation was unable to determine a direct root cause.

Event description:
There was an allegation of a questionable elecsys dhea-s result from the cobas e 402 analytical unit. The initial result was 407.0 ug/dl, and the repeat result was 221 ug/dl. The questionable result was repeated because the customer noticed that it was very high for the patient's age, and it was not released to the patient.

Manufacturer narrative:
The cobas e 402 analytical unit serial number is (B)(6). The investigation is ongoing.